Event description:
Reporter alleges six months after implants she experienced headaches, fatigue, anxiety, exhaustion, numbness in hands and feet, swelling of lymph nodes especially under armpits, lumps in neck, severe depression, visual disturbance, blurry vision, muscle pain, joint pain, tingling sensation in hands and feet, dry skin, dry eyes, insomnia, problems with balance, memory loss, brain fog, shortness of breath, rheumatoid arthritis, raynauds syndrome, emotional changes, panic attacks, dizziness when standing, weight loss "I look like I am 70 y/o", delayed wound healing, skin bleeds easily, inflammation, gets pneumonia twice a year, had a heart attack in 2015 due to stress.